Event description:
Head falls off - oral-b [device breakage]. Head of the toothbrush is loose ("lose") and "doesn't" clip into the end properly - oral-b [device connection issue]. Case narrative: female consumer via social media reported that the oral-b toothbrush head of the oral-b toothbrush was loose and did not clip into the end properly. When she brushed her teeth, the oral-b toothbrush head fell off. No injury was reported.

Manufacturer narrative:
On 05-jan-2024, product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head falls off - oral-b [device breakage]. Head of the toothbrush is loose ("lose") and doesnt clip into the end properly - oral-b [device connection issue]. Case narrative: female consumer via social media reported that the oral-b toothbrush head of the oral-b toothbrush was loose and did not clip into the end properly. When she brushed her teeth, the oral-b toothbrush head fell off. No injury was reported.